Event description:
A distributor reported that they received a sealed package for a 6.5x45mm screw which instead contained a connector. There was no patient involvement.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
A distributor reported that they received a sealed package for a 6.5x45mm screw which instead contained a connector. There was no patient involvement.

Manufacturer narrative:
H3: "device evaluation anticipated, but not yet begun" is erroneous and no longer applies. The device was evaluated. H6: additional method code: 4109 corrections in h3. Additional information in h6: investigation type, findings, and conclusions. Device evaluation: the returned device matches the information in the complaint file and was examined. Visual inspection revealed the package is sealed with the label stating part number 07.02000.075 lot p141390, however the package contains a connector (07.02048.003 lot p141390). Root cause: this event could be attributed to an error made during the bag and tag relabeling process. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. The bag and tag DHR shows that the labels were printed for vitality 6.5 x 45 light bluetop loading poly screw assemblies (pn 07.02000.075, ln p141390). Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.